Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with no original packaging or other devices. There were multiple shaft kinks noted; 42cm, 29.5cm, 22cm, 8.5cm, and 8cm from the distal tip. Microscopic examination of the balloon did not reveal any damage or tears. Functional testing was performed using an inflation device filled with water connected to the inflation port. The device was inflated to rated burst pressure for 5 minutes and there was no indication of any leaks or other irregularities. There was no indication of any leaks or other irregularities. There were no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. The 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to the lesion. The balloon was inflated; however, it ruptured at 14 atmospheres on the first inflation. There was no kink noted prior to use and no resistance was encountered during the procedure. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. The 4.0mm x 220mm x 150cm coyote balloon catheter was advanced to the lesion. The balloon was inflated however, it ruptured at 14 atmospheres on the first inflation. There was no kink noted prior to use and no resistance was encountered during the procedure. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).